Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It was reported that the patient had undergone 5 MRI scans after implantation of the device. The instructions for use that accompany the device caution that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿

Event description:
It was reported to medtronic neurosurgery that the patient underwent an MRI ssfse on (B)(6) 2016. According to the report the physicians pa found the valve to be read at pressure level 2.0 using a manual programmer. The report stated that the pa adjusted the device to pressure level 1.0, however an x-ray image was taken which showed the valve to be set at pressure level 2.5. Reportedly, the patient was sent home. It was later reported that the patient underwent the first MRI on (B)(6) 2014, then three additional mris on (B)(6) 2015. It was also later reported on (B)(6) 2016 that the valve was set to pressure level 1.0 using x-ray, which is the desired performance level for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.